Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic infection ('infection (other): pelvic') in a 30-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, ulcerative colitis, hidradenitis, anxiety, arthritis, bipolar disorder, major depression, irritable bowel syndrome, pregnancy and colonoscopy. Previously administered products included for birth control: mirena from (B)(6) 2012 to 2013; for pregnancy prevention: iud from 2010 to 2011. Concurrent conditions included edema, bowel wall thickening, diarrhea, constipation, dysuria, vomiting, weakness, left lower quadrant pain, uterine fibroid, vulvovaginal pain, disorder gait, anosmia, folliculitis, lumbago, nicotine dependence, prehypertension, uterine neoplasm and leiomyoma nos. Concomitant products included adalimumab (humira) until 2014, metronidazole (flagyl), omeprazole from 2017 to 2018, prednisone and tramadol. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain") and myalgia ("pain upper things"). On (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and fungal infection ("infection (other): yeast"), 4 months 27 days after insertion of essure. In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intervertebral disc degeneration ("degenerative disks"), intervertebral disc protrusion ("disks bulging"), nerve compression ("nerve compression"), arthritis ("arthritis"), pyrexia ("fever"), oropharyngeal pain ("sore throat") and cough ("coughing"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic infection, back pain, dysmenorrhoea, dyspareunia, uterine pain, urinary tract infection, fungal infection, nausea, myalgia, intervertebral disc degeneration, nerve compression, arthritis, pyrexia, oropharyngeal pain and cough outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia, adnexa uteri pain and migraine had resolved. The reporter considered abdominal pain, adnexa uteri pain, arthritis, back pain, cough, dysmenorrhoea, dyspareunia, fungal infection, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, migraine, myalgia, nausea, nerve compression, oropharyngeal pain, pelvic infection, pelvic pain, pyrexia, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: placement was successful. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2017: impression: 1. Normal sonographic examination of the uterus. 2. The ovaries are not well-visualized on this study secondary to limitations from bowel gas. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, yeast infection, back pain, dyspareunia, menorrhagia, pelvic pain, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic infection ('infection (other): pelvic') in a 30-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, ulcerative colitis, hidradenitis, anxiety, arthritis, bipolar disorder, major depression and irritable bowel syndrome. Previously administered products included for birth control: mirena from (B)(6) 2012 to 2013; for pregnancy prevention: iud from 2010 to 2011. Concomitant products included adalimumab (humira) until 2014, omeprazole from 2017 to 2018 and tramadol. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches"). In june 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain") and myalgia ("pain upper things"). On (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and fungal infection ("infection (other): yeast"), 4 months 27 days after insertion of essure. In april 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic infection, back pain, dysmenorrhoea, dyspareunia, uterine pain, urinary tract infection, fungal infection, nausea and myalgia outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia, adnexa uteri pain and migraine had resolved. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, migraine, myalgia, nausea, pelvic infection, pelvic pain, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic infection ('infection (other): pelvic') in a 30-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, ulcerative colitis, hidradenitis, anxiety, arthritis, bipolar disorder, major depression, irritable bowel syndrome, pregnancy and colonoscopy. Previously administered products included for birth control: mirena from (B)(6) 2012 to 2013; for pregnancy prevention: iud from 2010 to 2011. Concurrent conditions included edema, bowel wall thickening, diarrhea, constipation, dysuria, vomiting, weakness, left lower quadrant pain, uterine fibroid, vulvovaginal pain, disorder gait, anosmia, folliculitis, lumbago, nicotine dependence, prehypertension, uterine neoplasm and leiomyoma nos. Concomitant products included adalimumab (humira) until 2014, metronidazole (flagyl), omeprazole from 2017 to 2018, prednisone and tramadol. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain") and myalgia ("pain upper things"). On (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and fungal infection ("infection (other): yeast"), 4 months 27 days after insertion of essure. In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intervertebral disc degeneration ("degenerative disks"), intervertebral disc protrusion ("disks bulging"), nerve compression ("nerve compression"), arthritis ("arthritis"), pyrexia ("fever"), oropharyngeal pain ("sore throat") and cough ("coughing"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic infection, back pain, dysmenorrhoea, dyspareunia, uterine pain, urinary tract infection, fungal infection, nausea, myalgia, intervertebral disc degeneration, nerve compression, arthritis, pyrexia, oropharyngeal pain and cough outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia, adnexa uteri pain and migraine had resolved. The reporter considered abdominal pain, adnexa uteri pain, arthritis, back pain, cough, dysmenorrhoea, dyspareunia, fungal infection, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, migraine, myalgia, nausea, nerve compression, oropharyngeal pain, pelvic infection, pelvic pain, pyrexia, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: placement was successful.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2017: impression: 1. Normal sonographic examination of the uterus. 2. The ovaries are not well-visualized on this study secondary to limitations from bowel gas. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, yeast infection, back pain, dyspareunia, menorrhagia, pelvic pain, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: content from social media received. Events degenerative disks, disks bulging, nerve compression, arthritis, fever, sore throat and coughing were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic infection ('infection (other): pelvic') in a (B)(6)-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, ulcerative colitis, hidradenitis, anxiety, arthritis, bipolar disorder, depression and irritable bowel syndrome. Previously administered products included for birth control: mirena from (B)(6) 2012 to 2013; for pregnancy prevention: iud from 2010 to 2011. Concomitant products included adalimumab (humira) until 2014, omeprazole from 2017 to 2018 and tramadol. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches"). In june 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), myalgia ("pain upper things") and adnexa uteri pain ("ovarian pain"). On (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and fungal infection ("infection (other): yeast"), 4 months 27 days after insertion of essure. In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with hysterectomy with bilateral salpingectomy (per pfs) and surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic infection, back pain, uterine pain, dysmenorrhoea, dyspareunia, urinary tract infection, fungal infection, nausea and myalgia outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia, migraine and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, migraine, myalgia, nausea, pelvic infection, pelvic pain, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previous event ¿injury nos¿ replaced with pelvic pain. New events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (bladder/ urinary tract/vaginal) type: uti's, infection (other): pelvic, yeast, migraines / headaches, nausea, abdominal pain, uterine pain, upper things, lower back pain, ovarian pain. Lot number, reporter information, aka name, historical drug, medical history and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic infection ('infection (other): pelvic') in a 30-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, ulcerative colitis, hidradenitis, anxiety, arthritis, bipolar disorder, major depression, irritable bowel syndrome, pregnancy and colonoscopy. Previously administered products included for birth control: mirena from (B)(6) 2012 to 2013; for pregnancy prevention: iud from 2010 to 2011. Concurrent conditions included edema, bowel wall thickening, diarrhea, constipation, dysuria, vomiting, weakness, left lower quadrant pain, uterine fibroid, vulvovaginal pain, disorder gait, anosmia, folliculitis, lumbago, nicotine dependence, prehypertension, uterine neoplasm and leiomyoma nos. Concomitant products included adalimumab (humira) until 2014, metronidazole (flagyl), omeprazole from 2017 to 2018, prednisone and tramadol. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches"). In june 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain") and myalgia ("pain upper things"). On(B)(6)2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and fungal infection ("infection (other): yeast"), 4 months 27 days after insertion of essure. In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intervertebral disc degeneration ("degenerative disks"), intervertebral disc protrusion ("disks bulging"), nerve compression ("nerve compression"), arthritis ("arthritis"), pyrexia ("fever"), oropharyngeal pain ("sore throat") and cough ("coughing"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic infection, back pain, dysmenorrhoea, dyspareunia, uterine pain, urinary tract infection, fungal infection, nausea, myalgia, intervertebral disc degeneration, nerve compression, arthritis, pyrexia, oropharyngeal pain and cough outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia, adnexa uteri pain and migraine had resolved. The reporter considered abdominal pain, adnexa uteri pain, arthritis, back pain, cough, dysmenorrhoea, dyspareunia, fungal infection, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, migraine, myalgia, nausea, nerve compression, oropharyngeal pain, pelvic infection, pelvic pain, pyrexia, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: placement was successful.. Pregnancy test urine - on(B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2017: impression: 1. Normal sonographic examination of the uterus. 2. The ovaries are not well-visualized on this study secondary to limitations from bowel gas. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, yeast infection, back pain, dyspareunia, menorrhagia, pelvic pain, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events degenerative disks, disks bulging, nerve compression, arthritis, fever, sore throat and coughing were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.